Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a ventricular arrhythmia event in which noise and over sensing were observed after shock on the right ventricular (rv) lead channel. The pattern was observed to be cyclical, almost like diaphragmatic oversensing. No inhibition of pacing for more than 2 seconds as the patient has his own rhythm. A defibrillation threshold test and other programming options were discussed with the physician. Also, health care professional mentioned pauses could be cause of ventricular tachycardia. The ICD remains in service at this time. No additional adverse patient effects were reported.